Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced bladder infections, bladder prolapse, difficulty urinating with pressure and frequent urination. In (B)(6) 2012, a pessary implant was performed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pressure, cystocele and rectocele. It was reported that the patient had a concurrent procedure of an anterior and posterior colporrhaphy performed during mesh implantation.